Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient's has alleged to experiencing fatigue, headaches, nausea, spitting mucous, sore throat, breathing problems, pain in the chest/shoulder blades. The patient has alleged to have been hospitalized due to the chest pain. The reported event of chest pain and related hospitalization and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available at the time of this review, there is no allegation of any serious injury and the manufacturer concludes no further action is necessary. Should we receive additional information related to this complaint a follow-up will be filed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.